Event description:
On (B)(6), 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat a 5.4 cm abdominal aortic aneurysm. It was reported that after a contralateral leg component was implanted in the right iliac artery, a distal type I endoleak was identified. After additional angioplasty was performed and an additional device was implanted, final angiography showed no evidence of endoleak. The patient tolerated the procedure. It was reported that follow-up imaging taken over approximately two years has shown evidence of aneurysm enlargement to 6 cm in diameter, with no evidence of endoleak.

Manufacturer narrative:
Additional devices implanted and involved in this event: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root case of the aneurysm enlargement could not be determined with the provided information.